Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("perforation: uterus/ migration of essure: uterus") and uterine haemorrhage ("abnormal uterine bleeding") in a 37-year-old female patient who had essure (batch no. C22912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cyclobenzaprine and promethazine hydrochloride (promethazine). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"), fatigue ("fatigue"), nausea ("nausea"), allergy to metals ("nickel allergy") and the first episode of dysgeusia ("metal taste"). In 2015, the patient experienced dysmenorrhoea ("painful menstrual cycles"). In (B)(6) 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure: uterus"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), back pain ("lower back pain"), migraine ("migraine headaches"), the second episode of dysgeusia ("metallic taste in mouth"), feeling abnormal ("brain fog"), menorrhagia ("menorrhagia"), headache ("headaches"), anxiety ("psychological or psychiatric problems: anxiety"), depression ("depression"), abdominal distension ("bloating"), abdominal pain lower ("lower abdomen pain"), pain ("body pain") and vulvovaginal pain ("vagina pain"). The patient was treated with surgery (she had surgery to remove the essure implant.) And surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, alopecia, back pain, fatigue, nausea, depression, abdominal distension, abdominal pain lower, pain and vulvovaginal pain had resolved and the uterine perforation, device expulsion, vaginal haemorrhage, migraine, the last episode of dysgeusia, feeling abnormal, menorrhagia, headache, allergy to metals and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, nausea, pain, pelvic pain, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vulvovaginal pain, the first episode of dysgeusia and the second episode of dysgeusia to be related to essure. The reporter commented: she sought treatment for her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("perforation: uterus/ migration of essure: uterus") and uterine haemorrhage ("abnormal uterine bleeding") in a 37-year-old female patient who had essure (batch no. C22912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cyclobenzaprine and promethazine hydrochloride (promethazin). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"), fatigue ("fatigue"), nausea ("nausea"), allergy to metals ("nickel allergy") and the first episode of dysgeusia ("metal taste"). In 2015, the patient experienced dysmenorrhoea ("painful menstrual cycles"). In (B)(6) 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure: uterus"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), back pain ("lower back pain"), migraine ("migraine headaches"), the second episode of dysgeusia ("metallic teast in mouth"), feeling abnormal ("brain fog"), menorrhagia ("menorrhagia"), headache ("headaches"), anxiety ("psychological or psychiatric problems: anxiety"), depression ("depression"), abdominal distension ("bloating"), abdominal pain lower ("lower abdomen pain"), pain ("body pain") and vulvovaginal pain ("vagina pain"). The patient was treated with surgery (she had surgery to remove the essure implant.) And surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, alopecia, back pain, fatigue, nausea, depression, abdominal distension, abdominal pain lower, pain and vulvovaginal pain had resolved and the uterine perforation, device expulsion, vaginal haemorrhage, migraine, the last episode of dysgeusia, feeling abnormal, menorrhagia, headache, allergy to metals and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, nausea, pain, pelvic pain, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vulvovaginal pain, the first episode of dysgeusia and the second episode of dysgeusia to be related to essure. The reporter commented: she sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs and medical record received: lot number, reporter information, patient details, product information, concomitant drugs, events-menorrhagia, fatigue, headaches, migration of essure: uterus, nausea, nickel allergy, perforation: uterus, psychological or psychiatric problems: anxiety, depression, metal taste, abnormal uterine bleeding, bloating, lower abdomen pain, body pain, vaginal pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), back pain ("lower back pain"), migraine ("migraine headaches"), dysgeusia ("metallic teast in mouth") and feeling abnormal ("brain fog"). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, alopecia, back pain, migraine, dysgeusia and feeling abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.